Manufacturer narrative:
A fully deployed wallflex biliary rx covered stent was received for analysis. The delivery system was not returned. The stent was measured to be within specifications. No issues noted with the stent. The investigation concluded that the reported event was likely due to anatomical or procedural factors which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) and no deviation was found. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx covered stent was implanted to treat a stenosis in the common bile duct during a stent placement procedure performed on (B)(6) 2017. According to the complainant, during an imaging recheck of the stent on (B)(6) 2017, the stent was found to have slightly migrated. On the same date, the migrated stent was removed using forceps and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a wallflex biliary rx covered stent was implanted to treat a stenosis in the common bile duct during a stent placement procedure performed on (B)(6) 2017. According to the complainant, during an imaging recheck of the stent on (B)(6) 2017, the stent was found to have slightly migrated. On the same date, the migrated stent was removed using forceps and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.